Manufacturer narrative:
The product has not been returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer's fill estimate was inaccurate. The customer's blood glucose level was 283 mg/dl. The customer delivered a bolus to address blood glucose level (bg). During follow up with tandem technical support, the customer reported bg returned to target range.